Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.6 mm vicmo12.6, -6.0 diopter, implantable collamer lens into the patient's left eye on (B)(6) 2017. During insertion, the lens got stuck in the plunger. The reporter stated that it was due to technique error. The lens was not implanted. While removing the lens from the cartridge, the lens tore. On (B)(6) 2017, a similar lens was implanted and the surgery went off well. The patient is happy.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue on the product. Visual inspection found the lens optic torn, the haptic bent and presence of debris on the lens surface. Claim# (B)(4).